Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 9/23/2014.

Event description:
It was reported that the lead capture threshold was increasing over the past several months. Patient was pacer dependent. Lead was capped and replaced on (B)(6) 2018. Device was also replaced to extend the battery life. Patient was stable throughout the event.

Event description:
New information received notes that loss of sensing was also noted on the lead.